Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to "distal tip erosion 8 weeks after implantation." The patient was originally implanted with a coloplast titan penile prosthesis device. The surgeon later revised the patient's device at which time, despite advice to the contrary, he retained the coloplast reservoir and attached the ams ipp cylinders and pump to it. Eight weeks after having the ams ipp cylinders implanted, the patient presented with distal tip erosion. The ipp device has been explanted and a new tactra malleable penile prosthesis was implanted.

Event description:
It was reported that the inflatable penile prosthesis (ipp) device was explanted due to "distal tip erosion 8 weeks after implantation" and the device was not working as it should leading to patient dissatisfaction. The patient was originally implanted with a coloplast titan penile prosthesis device. The surgeon later revised the patient's device at which time, despite advice to the contrary, he retained the coloplast reservoir and attached the ams ipp cylinders and pump to it. Eight weeks after having the ams ipp cylinders implanted, the patient presented with distal tip erosion. The ipp device has been explanted and a new tactra malleable penile prosthesis was implanted.

Manufacturer narrative:
Additional information and device evaluation provided in: b3, b5, d7, d10, h3, h6. H10. Device evaluation: visual inspection and functional testing of the ams 700 ipp cylinders and ms pump confirmed the reported allegation of a device malfunction. The pump failed the activation functional test. Product analysis could not however confirm the reports of "distal tip erosion" and patient dissatisfaction. The product record review confirmed the reported events of cylinder erosion and patient dissatisfaction do not represent an unanticipated event, nor did the device fail to meet applicable product specifications prior to shipment from boston scientific. An investigation conclusion code of "known inherent risk of device" was chosen because product analysis could not confirm the most probable cause of the reported events, and the adverse events of erosion and patient dissatisfaction are included in the product labeling. The product analysis results and event report provided no objective evidence that would warrant further escalation.